Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity and cerebral palsy. The dose and concentration were unknown. It was reported that the pocket site was infected. There were no known environmental/external/patient factors that may have led or contributed to the issue. Surgery was performed to remove the device. The pump was exposed in the pocket, and it was noted the pocket site was infected. The pump and partial catheter were removed. The issue was resolved. However, it was also noted that the patient¿s status was unknown. The patient¿s medical history was unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.